Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Ligature markings were found approximately 16 cm distal to the df4 connector pin during the visual inspection. There was also a crack approximately 14 cm distal to the df4 connector pin with a 360 degree radial sign of where on the lead body, which confirms the clinical observation. This damage suggests that at this point a ligature may have been placed, which had led to compromising the insulation. The complete tear likely occurred during explantation. Analysis did not show any other deviations that could be linked to the clinical complaint. The electrical values measured were within specifications. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - it was reported that the lead was explanted 3 months after the implantation due to oversensing. During explant, insulation damage was noted.